Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and having to prime multiple times. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had random no delivery alarms and reservoir was loosened. Customer also states that buttons was occasionally stick. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, motor error alarm due to unresponsive button. Device had stripped battery cap coin slot (p), cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. Motor passed motor test.